Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# (B)(4). Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference #. Occupation: non-healthcare professional. Investigation: the following allegations have been investigated: tilt, shortness of breath, abdominal discomfort, leg pain. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported shortness of breath, abdominal discomfort, and leg pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received a cook gunther tulip vena cava filter on (B)(6) 2014 via the femoral vein due to post deep vein thrombosis (dvt). The patient alleges tilt, vena cava perforation, pulmonary embolism (pe), and embedment. The patient further alleges shortness of breath, abdominal discomfort (intermittently), and leg pain. In (B)(6) 2016, [pt] was admitted to the hospital complaining of shortness of breath. A nuclear scan identified the [pt] was suffering from multiple pulmonary emboli. In (B)(6) 2017, [pt] underwent a computed tomography scan (¿CT scan¿) which revealed the [pt]¿s cook ivc filter had migrated since its implantation. Specifically, the CT scan identified multiple struts of [pt]¿s cook ivc filter were perforating [pt]¿s ivc wall.¿ (B)(6) 2017, per a report from computed tomography; ¿impression: slightly high placement of the ivc filter, with tissue embedment of the tip, which is tilted anteriorly there is perforation of 2 of the 4 struts, with no affect on any adjacent structures, and tissue embedment of the other 2 struts. No strut fracture. No ivc stenosis.¿